Event description:
The wave peek implant was placed in the patient, while the surgeon was pressure fitting, the implant broke. All pieces were retrieved from the surgical field verified by fluoroscopy. There was no harm to the patient.